Event description:
It was reported that during an unk procedure, the device would not staple but it did cut. Surgeon used another like device to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.